Event description:
The complainant has reported that a patient underwent a therapeutic procedure for placement of an esophageal stent. The stent had been successfully placed. Four days after the stent was placed, the clinician noted that the stent had migrated into the patient's stomach. Upon removal of the stent from the patient's stomach, the covering of the stent appeared to have "vanished'. The patient did not sustain any reported complications or ill effects as a result of the stent issues. There is no further information available at this time.